Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed internal leakage test during pre-use check. Moisture/water traces inside the air gas module was found. The problem was resolved y replacing the air gas module. The device logs were not received and no part has been returned for investigation. Moisture/water in supply gases into a gas modules can cause failure which might lead to a stop of ventilation or high pressures. Alarms will be generated. According to the user's manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The most probable source of moisture/water into a gas module is moisture from the hospital's gas supply system and/or external compressor. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).